Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device(s) have a damaged or missing sear. It was further reported a large number of infusion pump failures, where the bezel has been noted to be broken and/or cracked.

Manufacturer narrative:
The customer¿s report of damaged or missing sear could not be investigated as no devices were provided for this investigation. The customer provided 10 photos of their pump module¿s and pcu¿s that showed considerable damage to the bezel; however the sear cannot be observed at this angle in this set of photos. The following images show considerable damage to the bezel: img_5171, img_5172, img_5176, img_5168, img_5170. However the sear cannot be observed at this angle in this set of photos. Image ¿img_5169¿ and ¿img_5167¿ appears to have upper hinge damage bezel on the pump module pictured on the right and appear to be the same devices pictured, the condition of the sear cannot be determined in this photo. Image ¿img_5175¿ does not appear to be damaged and shows the sear installed. However, the condition of the sear cannot be determined from the photo. Image ¿img_5173¿ and ¿img_5174¿ does not appear to be damaged and the sear cannot be observed at this angle. The cause could not be confirmed because a device was not provided for this investigation.

Event description:
It was reported that the device(s) have a damaged or missing sear. It was further reported a large number of infusion pump failures, where the bezel has been noted to be broken and/or cracked.